Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump started alarming critical pump error after exposure to moisture. The blood glucose was 220 mg/dl. Customer reported that, the time clock does not advance. Customer is not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Customer reported that, the screen is not completely blank. Alarm occurred during the time that the buttons were not responding. Pump buttons did not begin to work in less than 5 minutes without battery change. Customer is unable to try pump with remote. Insert battery alarm did not appear on pump screen. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error.